Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) impedance measurements of greater than 3000 ohms, noise and loss of capture. The noise was not oversensed and was noted to have possibly been from the minute ventilation (mv) signal. Programming options were discussed. No adverse patient effects were reported. The device remains in service.